Event description:
Per the clinic, the patient experienced a lack of osseointegration. Subsequently on (B)(6), 2015 the patient was administered general anesthesia to facilitate removal of the implant. The device has not been made available for analysis as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.